Event description:
Customer was admitted to hospital for high blood glucose and diabetic ketoacidosis. Family member of customer is stating that md is requesting pump be replced. Family member stated pump is losing all settings at random. No alarms present.